Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix partially extended and clogged with blood. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The cause of the reported event was isolated to over torqued inner coil and helix being clogged with blood/tissue. No other anomalies were found.

Event description:
It was reported that during initial implant procedure, the right ventricular (rv) lead exhibited a helix rotation anomaly, resulting in failure to be fixed inside the body. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2021. The patient was stable.